Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire third party service technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 was alarming patient disconnect, high pressure, and not reading the set respiratory rate. At this time, it is unknown if there was any patient involvement associated with the reported issues.